Event description:
Post-op a lap adjustable procedure, the pt could not swallow and was vomiting. The pt was scoped and everything looked normal. The band was removed and inflammation, pus and redness was found all around the band site. The surgeon thinks the pt has an undiagnosed allergic reaction to barium. The band and pus were sent to be cultured. The white blood count was not elevated.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.